Event description:
The hcp reported that while programming a bridge bolus, the new drug concentration was noted entered. The patient was receiving morphine and bupivicaine via the drug delivery system. The patient returned with overdose symptoms. The patient was to receive 8 mg/day, but after the old drug cleared the system, approximately 8 hours later, the patient began to receive 67.2 mg/day. The patient is reported to be "recovering well".